Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Competitor model 0095, implantable tachy lead, implanted (B)(6) 1999; model 6721l-50, implantable tachy lead, implanted (B)(6) 2010; model 5076-52, implantable pacing lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that on two different occasions the device toned for about a minute. Follow up was done, and the healthcare provider explained that the cause of the toning was unknown. The clinic did a full interrogation of the device and "everything checked out perfectly." The device gave two appropriate shocks on (B)(6) 2013 for atrial tachycardia and ventricular tachycardia. Since delivering the shocks, the device is not toning unexpectedly anymore. No reprogramming or intervention was done and the device remains in use. No patient complications have been reported as a result of this event.